Event description:
(B)(6) (vis rep) called to report that the s8 was having difficulty registering the leksell vantage mr reference frame. (B)(6) attempted to do manual registration for this frame, but it is unavailable. The rep noted that one of the rods looked very faint in the scan and likely was causing issues for the automatic registration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).